Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. No anomalies were found. Concomitant products 5076 implantable pacing lead, (B)(6) 2003. (B)(4).

Event description:
It was reported that the patient presented to the emergency room (ER), and a tachycardia episode was found. The episode indicated a double tachycardia that the device logic inappropriately labeled as an atrial fibrillation (af) event and did not provide treatment. The device remains in use. No patient complications have been reported as a result of this event.